Event description:
It was reported that device was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A rotawire and wireclip torquer was selected for use. During closure, the wire got caught in the advancer and was difficult to remove. Dynaglide mode was used to pull out the device. The procedue was completed and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. It was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown. Visual / microscopic inspection were performed. Microscopic and visual inspection of the device presented multiple severe kinks in the wire. Functional test performed on the rotawire was able to be passed through the related rotablator device with resistance due to several kinks. Dimensional inspection revealed that the overall length, outer diameter (od) of distal tip, (od) of middle of the device and (od) of proximal section were within specification.

Event description:
It was reported that device was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A rotawire and wireclip torquer was selected for use. During closure, the wire got caught in the advancer and was difficult to remove. Dynaglide mode was used to pull out the device. The procedure was completed and no patient complications were reported.